Event description:
It was reported that the patient had a left coronary cusp thrombus diagnosed on 16may2024 via transesophageal echocardiography (tee). The patient then had elevated lactate dehydrogenase (ldh) in the 400s u/l and as high as 584 u/l on 26jun2024. The patient was then admitted on (B)(6) 2024 where routine labs showed elevated ldh. The patient's baseline ldh was in the 200s u/l. Plasma free hemoglobin (pfh) was 43 mg/dl and haptoglobin was less than 10 mg/dl on 03jul2024. A coronary computed tomography angiography was done on 05jul2024 and showed no evidence of inflow/outflow or a coronary cusp thrombus. On 07jul2024, urinalysis was reported to be negative. The patient was in atrial flutter. The patient's international normalized ratio (inr) goal had been 2.5-3.5. The patient has been on coumadin (warfarin) and acetylsalicylic acid. A transthoracic echocardiogram (tte) was requested but still is pending. The log files were reviewed and found clusters of pulsatility index (pi) events as well as routine power source changes. No unusual rotor faults, pump temperatures, or any other abnormal pump faults were seen in the log files. Based on the log files the mechanical circulatory support (mcs) equipment was operating as intended both electronically and mechanically. A computed tomography scan was done of the heart and confirmed the thrombus was unresolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient had a left coronary cusp thrombus diagnosed on (B)(6) 2024 via transesophageal echocardiography. The patient then had elevated lactate dehydrogenase (ldh) in the 400s and as high as 584 on (B)(6) 2024. The patient was then admitted on (B)(6) 2024 where routine labs showed elevated ldh. Plasma free hemoglobin was 43 and haptoglobin was less than 10 on (B)(6) 2024. A coronary computed tomography (CT) angiography was done on (B)(6) 2024 and showed no evidence of inflow/outflow or a coronary cusp thrombus. On (B)(6) 2024, urinalysis was reported to be negative. The patient was in atrial flutter. The patient's international normalized ratio (inr) goal had been 2.5-3.5. The patient has been on medication. A transthoracic echocardiogram was requested but still is pending. Evaluation of the submitted log files confirmed that there were no atypical events captured. The pump appeared to function as intended at the fixed speed. Additional information revealed that evidence of another thrombus has not been found. There were no changes to patient condition, anticoagulation status, or pump parameters that may have contributed. No CT scans are available for review. A CT scan was done of the heart and confirmed the thrombus was unresolved. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the hm 3 lvas patient handbook, rev. D are currently available. Section 1, "introduction¿, lists potential adverse events, including peripheral thromboembolism, hemolysis, and cardiac arrhythmia, that may be associated with the use of the hm 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. This section also lists thromboembolism and arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.